Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/18/2023 by a sales representative via sems that an ar-12990 knee scorpion top jaw broke off. Case involvement, device broke during use.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. No functional test was performed because the instrument¿s jaw/cutter was broken. Visual evaluation found that the instrument's jaw/cutter was broken off.